Event description:
Upon follow up the patient did not have any concerns with their device or therapy. They had an appointment on 2015 (B)(6).

Event description:
It was reported that the patient wanted to meet with the manufacturer¿s representative (rep) because the implantable neurostimulator (ins) needed reprogramming. The patient could feel it acting for three to five minutes then it didn¿t do anything. The patient currently had an appointment scheduled with their healthcare provider (hcp) on (B)(6) and it was explained to the patient that the hcp needed to invite the rep. To help with reprogramming. The patient then stated several times ¿you mean I have to wait until (B)(6) to see a rep.? I can¿t wait that long.¿ the patient further reported they had to charge every four to seven days which was more than expected. It was recommended to call the hcp to see if they could see the patient sooner than (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v439124, implanted: (B)(6) 2010, product type: lead. Product ID 3888-45, lot# v444775, implanted: (B)(6) 2010, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).